Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the first deployment attempt with the valve at two thirds deployed, complete atrio-ventricular (av) block was observed. The valve implant depth was 0 millimeter (mm) on the non-coronary cusp (ncc). Calcification from the valve annulus to the left ventricular outflow tract (lvot) was present. The patient left the procedure with a temporary pacemaker. The complete av block persisted four days following the procedure. Therefore, a permanent pacemaker was implanted. No additional adverse patient effects were reported.